Event description:
The customer reported that the 7700 system did not have a display on the console. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. A board needed to be replaced. No conclusion can be drawn as further repair information is unavailable. No pt or staff injury was reported.